Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), do not rotate any delivery catheters while the endoprosthesis is inside the introducer sheath. Catheter breakage or premature deployment may occur. The IFU states: do not rotate the iliac branch component (ibc) delivery catheter beyond 360° to avoid delivery system damage and / or premature deployment. Additionally, do not continue advancing and withdrawing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.

Event description:
On (B)(6) 2016, the patient underwent treatment of an unknown etiology whereby gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses were used. There was some reported difficulty advancing the iliac branch component. The patient reportedly had stenosis of the iliac artery, but the exact cause of the advancement difficulty is unknown. It was reported the device was rotated and torqued in attempts to further advance the device. However, it was reportedly noted the catheter broke while inside the patient, prior to deployment. The device reportedly was not advanced or withdrawn outside the sheath during the procedure. It was reported multiple snare catheters were used to remove the detached catheter portion from the patient. No further adverse events were reported, and the patient tolerated the procedure. The device was not available for evaluation; therefore, the cause of the event could not be determined. See voluntary medwatch (mw5062754) for additional information.